Manufacturer narrative:
This report is submitted on august 17, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a dislodged magnet and subsequently underwent revision surgery on (B)(6) 2017 to replace the magnet.